Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided. Date of event is unknown. Additional device product codes: gwo and gxr. Date of implant is unknown. It is unknown if patient underwent explant procedure. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced a reaction to implanted hardware. The patient was implanted with synthes rose thick mesh and synthes 4mm self drilling screws on an unknown date approximately few months prior to reporting. This report is for one (1) ti matrixneuro screw self-drilling 4mm. This is report 2 of 2 for (B)(4).